Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead exhibited loss of capture (loc). This lv lead had been the main source of pacing for the patient and now the patient was found to be in an escape rhythm at 30 beats per minute. The patient did experience syncope. A previously reported device system issue regarding the right ventricular (rv) lead fracture negated the physician's attempts to electrically re-configure for system optimization. Shock impedance was noted as stable. Beyond the syncope, there was no report of adverse patient symptom. There was no allegation against the associated cardiac resynchronization therapy defibrillator (crt-d) in the patient's device system.

Manufacturer narrative:
Most recently, this lv lead along with the existing device system were removed from service. A new non-bsc medical device and associated leads were placed. The new system was placed on the patient's right side, and the chronic leads were all surgically abandoned. The chronic crt-d has not yet been returned to boston scientific. The investigation is now considered closed. As new information would become available, this report will be further evaluated and updated.